Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. The patient was placed under general anesthesia on (B)(6) 2025, in order to explant the device and re-implanted with another cochlear device during the same surgery.